Event description:
It was reported that pump screen was broken, with touchscreen cracked, unresponsive, and unreadable, and no information was available regarding blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor initiated replacement pump.